Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified readings from her adc freestyle libre sensor which were higher than she felt. On (B)(6) 2019 customer received the ¿high¿ readings, felt ¿uneasiness¿ after ¿re-sugaring¿ attempts and then lost consciousness. Customer¿s husband treated her with fruit juice and biscuits. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified readings from her adc freestyle libre sensor which were higher than she felt. On (B)(6) 2019 customer received the ¿high¿ readings, felt ¿uneasiness¿ after ¿re-sugaring¿ attempts and then lost consciousness. Customer¿s husband treated her with fruit juice and biscuits. No additional treatment was reported. There was no report of death or permanent injury associated with this event.